Event description:
It was reported that the patient presented to the hospital after receiving a shock. Interrogation revealed low high voltage lead impedance and an alert for possible high voltage lead issue. It is suspected that the low impedance caused over current detection on the device. Device was explanted and replaced. The rv lead was capped.

Manufacturer narrative:
No medwatch form was received. The reported field event of an alert for possible high-voltage lead issue was confirmed in the laboratory via review of device data. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the reported output anomaly could not be determined.